Event description:
Customer reported that he had unexplained high blood glucose and dka. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was over 600 mg/dl. Customer stated that in the meddle of the night his blood glucose dropped below 40 mg/dl and they took him of the insulin pump. Customer stated that he had chest pains and was vomiting. Prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
It was reported that the customer passed away. Caller stated that the customer was wearing the insulin pump at the time of passing and the last blood glucose recorded in meter or insulin pump was unknown. Caller stated that the customer died due to diabetes and heart complications. Nothing further was reported.